Event description:
Following an uneventful novasure endometrial ablation "1.5-2 years ago" (exact date unk) the pt continued to have "increasing pelvic pain and dysmenorrhea" after the procedure which did not respond to conservative therapy. The pt requested a hysterectomy. At hysterectomy (date unk) the pt was found to have "fairly large hematosalpinx bilaterally". The pt did not have hematometra. We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. (B)(4).